Event description:
This rv lead was implanted on (B)(6) 2008. On (B)(6) 2012 the pace/sense portion of this lead was capped, due to impedance issues. The pace/sense portion was giving an impedance greater than 2000 ohms. The high voltage portion was fine. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).